Event description:
The operator was preparing to insert a cup of steris 20 sterilant concentrate for use in the steris system 1 processor and noticed that the cup contained hard buffer powders. The operator attempted to loosen the buffer powders by massaging the cup. Reportedly, the active ingredient, peracetic acid (paa), squirted out and splashed onto the eye, face, and neck of a bystander. The affected areas were immediately flushed with water, and an examination by a medical officer was conducted. Three (3) small, minor chemical burns resulted; no medical treatment was necessary.